Event description:
It was reported that the patient had an electrical storm and the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The ICD had unexpected longevity and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.